Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign material in the connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the evaluation, the device was observed to have foreign material in the connecting tube. There was no patient involvement.